Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), nausea ("nausea") and polycystic ovaries ("polycystic ovarian syndrome") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, urinary tract infection, vaginal infection, headache, nausea, weight increased and polycystic ovaries outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, nausea, polycystic ovaries, urinary tract infection, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2015, she implanted essure (previously reported as 2015). Injury events was updated to dysmenorrhea (cramping), general abnormal bleed, uti, vaginal infection, headache, nausea, weight gain, polycystic ovarian syndrome.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), nausea ("nausea") and polycystic ovaries ("polycystic ovarian syndrome") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, urinary tract infection, vaginal infection, headache, nausea, weight increased and polycystic ovaries outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, nausea, polycystic ovaries, urinary tract infection, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.